Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken cables were identified on a pk dissecting forceps instrument. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification: the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity testing was performed and passed. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Engineering concluded it was most likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.